Event description:
Per the audiologist, in 2004, during an integrity test, the pt reported "feeling no hearing". Reportedly, the pt did not wear the device "much if at all" the first year after implant surgery . Exchanging the external equipment did not solve the problem. An x-ray (date not reported) indicated that the device is in correct placement. Approx three months later, the sound processor was reprogrammed and reportedly the pt was "doing well" and reported no discomfort. In 2008, the pt reported poor performance when using the cochlear implant system. The sound processor was again reprogrammed. Results of an integrity test done the following month, were consistent with normal receiver/stimulator function with several electrode anomalies. Deactivation of the anomalous electrodes did not solve the problem. Due to long term performance issues and poor clinical management, the pt was seen by surgeon/audiologist in early 2009. Explant/reimplant surgery is scheduled for the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.